Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a small blood clot was observed on the device post procedure. An intellamap orion¿ mapping catheter was selected for use during a left atrial flutter procedure. The orion was used to map both the left and right atriums. After the last map was created in the right atrium, a small blood clot was observed near the irrigation hole in the center of the basket, on the underside of one of the splines. It did not require mechanical removal; a wash in saline removed it. The procedure had lasted for 6 hours. The orion was irrigated correctly at all times during the procedure with an appropriate drip rate and pressure, using a 1000ml heparinized saline bag. Another manufacturer¿s 9f sheath had been used, which was also irrigated throughout the procedure. The activated clotting time (act) was above 300 seconds for the entire procedure. A single transseptal puncture was used for both the orion and the intellanav oi ablation catheter. The sheath had been used for support with both catheters, switching out after each use. The orion had been switched out of the sheath approximately three times, was outside of the body for approximately 30 minutes between uses, and was washed / dipped in saline before each insertion into the patient. There were no signs of damage or anything unusual with the orion. There were no signs of thrombus on the sheath or ablation catheter. No ablation had been performed in the right atrium. It was noted no error messages, tracking issues, or noise occurred with the catheter. There were no patient complications.